Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a false-positive tachycardia episode due to oversensing of the t-wave in an insertable cardiac monitor (icm). There was a discussion about the option to extend the sensing threshold decay delay. A conservative approach was considered to leave the programming as it was, since the device had been implanted for almost a year and most false-positive tachycardia episodes occurred on (B)(6) 2024. No patient complications have been reported as a result of this event.